Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during an unspecified procedure, the fast-fix 360 curved needle delivery system was double-triggered when the first anchor was released. The second fixation could not take place, as t2 was not deployed through the meniscus. T1 was removed from the joint. A back-up device was available to successfully complete the procedure without a significant surgical delay. No patient injuries were disclosed.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessments of the device showed no ts or suture remain on the delivery needle or were returned for examination. The delivery needle is bent on two planes. The device was functionally tested for proper actuator advancement and cycling and was found not to function as intended.